Event description:
It was reported that during a planned double operation, cholecystectomy and gastric band, the customer complains about a problem with one of the two seals in a device, the outer integrated removable self-adjusting seal to accommodate instruments ranging from 5mm to 12mm in diameter. In particular, customer reports when he used this reducer and introduced the instruments with 5mm in diameter into the trocar, there was a desufflation of the abdominal cavity. This problem happened with others same devices, of the same lot number, but just two trocars are available for analysis. The others were discarded. Please also consider that during this procedure two different were also used. They reported that these two trocars didn¿t create any problem, but the surgeon preferred to send these two trocars as well. As a result of the difficulties with this device, the surgeon had to interrupt this operation after the cholecystectomy. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) leak test failure. The analysis results found that the (B)(4) devices (a and b) were received in good visual condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. A leak test was performed and the devices were noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch records were reviewed and no anomalies were noted during the manufacturing process.